Manufacturer narrative:
(B)(4). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the storage cover was broken, and the motor coupling bushing was damaged. It was further determined that the storage cover had broken off inside the device. During service/repair, it was determined that the broken storage cover was consistent with mishandling, and the damaged motor coupling bushing was consistent with unauthorized repair. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the storage cap of the compact speed reducer device had broken off and the motor coupling bushing was damaged. During in-house engineering evaluation, it was observed that the storage cover was broken, and the motor coupling bushing was damaged. It was further determined that the storage cover had broken off inside the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.